Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Device evaluation: product testing could not be performed because the product remains implanted. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct300 intraocular lens (iol) was involved in a clinical study. The subject had the lens implanted at 14 degrees, and during the 6 month visit it was at 24 degrees. However, there was no repositioning is planned. There was no patient complication or injury. No other information was provided.